Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not explanted after the patient¿s expiration and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Death is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system; however, it should be noted that the account reported that the device operated as intended.. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2014 due to cardiac arrest. The patient was found down at home, but the device was running when the patient arrived at the emergency room. There were no reported device issues or malfunctions that could have contributed to the patient's cause of death. The device operated as intended. The device was not explanted and will not be returned for evaluation. No further information was provided.